Event description:
A malfunction on the pump was reported by the caller, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.